Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a non-tandem infusion set fell off the customer resulting in an elevated blood glucose (bg) level over 600 mg/dl and high levels of ketones. Manual injections were administered resolving bg/ketones. Although requested, additional information was not provided by the customer.